Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window, cracked case at display window corners and battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could not press the escape and act buttons. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.